Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After left atrial pulmonary vein (pv) isolation, atrial tachycardia (at) near the right atrial his was induced and several ablations were performed on the area which was considered as the origin of the at. Although at did not completely disappear, the procedure was completed not to take a risk since the origin was near his. Immediately after the procedure completion, the patient¿s blood pressure decreased (55mmhg as maximum value). By ice, the pericardial effusion was confirmed. By the pericardial drainage, the vitals became stable and the patient returned to the room. The timing of the pericardial effusion was unknown. After the pv isolation in the left atrium, when the pericardial effusion was checked by intracardiac echocardiography (ice), the presence of the pericardial effusion was not observed. Patient improved. Patient did not require cardiac surgery. Patient was later reported to have fully recovered. The physician's opinions on the relationship between the event and the product (comments): the specified cause was unknown. Oozing from the ablating locations might be the cause. The blood gas analysis data of the pericardial effusion was venous blood. Steam pop was not confirmed. No abnormalities observed prior to or during use of the product. No errors observed on bwi equipment. Transseptal puncture was performed with the ¿accusafe¿, manufactured by j-sol medical co., ltd.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31185060l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).